Manufacturer narrative:
On 06/14/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the replacement device was gel mentor memorygel breast implant 350cc on the left breast implant and with gel mentor memorygel breast implant 325cc on the right breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/11/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt to mentor, the device contained no fluid. Yellow material was observed within the device. White material was observed on the shell surface. Visual evaluation of the device revealed two rents on the posterior view, next to an area of siltex cracking; rent a measuring approximately 0.4 cm and rent b measuring approximately 0.3 cm. No other anomalies were found. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since two rents were found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the yellow and white material observed. Because mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rents and siltex cracking occurred sometime subsequent to the removal of the device from its protective packaging. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex saline mammaries. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. There is no evidence that the issue is related with manufacturing. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex saline-filled devices. Mentor believes that siltex cracking is ultimately a result of stresses caused by folding of the shell in-vivo. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. East implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation primary with saline mentor breast implants of unknown type and experienced deflation on the right breast implant. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 325 cc on (B)(6) 2018.